Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead, along with another manufacturer's device, right atrial (ra) and left ventricular (lv) leads, were explanted during an unscheduled surgery for unspecified unusual circumstances. No additional adverse patient effects were reported.